Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high frequency unit "esg-400" displayed error code e433 (internal software or hardware error). The issue was found during preparation for use. The procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
Correction: d3, g1, h11. This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection; the customer's complaint was not confirmed. Based on the results of the investigation, it is likely that the event occurred due to one or more of the following: 1. A malfunction of the esg-400 due to interspersed electromagnetic interference fields. 2. The user activates the foot switch during device startup. 3. A defective foot switch due to a short circuit in the plug. 4. A defective foot switch due to defective reed contact. 5. A defective cable connection between the hvps (high voltage power supply) board (i.e. High power voltage supply) and generator board. 6. A defective cable connection for the output signal between the generator board and relay board. 7. A defective transformer on the generator board. 8. A defective current transformer on the generator board. 9. A defective impedance transformer on the generator board. 10. A defective peak value rectifier on the generator board. 11. A missing control for the output stage of the generator board. 12. An output voltage too low due to poorly switching high frequency output stage on the generator board. 13. No or too low supply voltage from hvps board. 14. A defective hvps board due to a short circuit of the metal-oxide-semiconductor transistors. 15. A defective motherboard due to a short circuit of the resistor. 16. A defective motherboard due to a defective analog digital converter. 17. A defective transient-voltage-suppression diodes on the relay board. However, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.